Event description:
Report received from foreign complaint coordinator. A nurse at the facility reported that in 2002 there was a life threatening episode with this pump. The patient almost died because the air alarm was turned off/didn't work. The nurse switched to another pump and the infusion was given. The facility reported that the patient recovered. The only remedial therapy reported was that the facility changed to a different manufacturer's pump. No additional details have been received. Despite baxter's attempts, details regarding the patient demographics, drug involved and a more detailed description of the event and outcome have not been received, should this information become available a follow up report will be submitted.